Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that he used imt and calibration syringe to apply 5 cm/h2o pressure to prox pressure port. No pressure read by the sipap. Zero solenoid bypassed and pressure applied directly on the transducer - then a pressure is displayed on this sipap. Preformed all valve tests and the status changes during the test and an audible click is heard during the test. The zero solenoid does not make a pneumatic connection when activated/ de-activated. At this time, the suspect device has not been returned for evaluation. Therefore no root cause can be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported no ncpap pressure is measured issue on the sipap ventilator. The customer confirmed that there is no patient involvement associated with the reported event.